Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced erosion. An excision of the eroded mesh and repair of the vagina was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.